Event description:
A distributor reported that a customer's insulin pump had a cracked touchscreen, rendering the interface non-functional and unreadable. The recorded blood glucose value was 210 mg/dl, which is within a commonly acceptable range, indicating no adverse impact to the customer's blood glucose level. The customer is expected to return the malfunctioning pump, and a replacement pump has been prepared to be sent to the customer.